Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported she was told by an MRI facility that she could not have the MRI scan done. The patient confirmed MRI scan unrelated to device/therapy. The patient states that she lost some peripheral vision in one eye that was possibly from a stroke, so hcp wants the MRI done of her head/brain only to determine the cause. Patient reported the that the MRI facility also said that they cannot do the scan even though the ins has been off for about a year and a half and the patient is not able to use the external equipment to connect to the ins. It was reviewed that the MRI facility will want to see on external equipment that the ins is off and safe for the MRI scan. Patient services offered to send a message out to the field for further assistance in confirming that the ins is off for possibility of having the MRI scan. No patient symptoms were reported.